Event description:
It was reported by the distributor: "the items is defective".

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.